Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had a bent cannula and was experiencing high blood glucose levels. The customer¿s blood glucose level was 576 mg/dl at the time of the incident. The insulin pump is not being replaced or expected to return for analysis.